Event description:
User experiencing intermittent calcium precision problems for approximately 2 weeks. Only the following example was provided, which occurred on (B)(6) 2007. Initial result 7.4 mg/dl. Same sample repeated on different instrument gave result of 8.9 mg/dl. The sample was tested again using the initial instrument and gave result of 8.4 mg/dl. Erroneous results were not reported. The field service representative was unable to determine a cause for the discrepancy.